Event description:
It was reported that the procedure was an attempt at plain old balloon angioplasty on a long segment occlusion in the moderately calcified, distal anterior tibial artery. No resistance was felt advancing the command guide wire across the lesion. Towards the end of the procedure teflon coating was observed to be peeling at the back end of the command guide wire. The armada 14 balloon catheter had been advanced over the guide wire without resistance to the lesion site. After using the balloon catheter for predilatation of the lesion, an attempt was made to retract the armada 14 balloon catheter from the anatomy; however, it was stuck with the guide wire and could not be removed. Since the procedure was at an end the decision was made to remove the guide wire and balloon catheter together as a unit. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The ht command referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was able to be confirmed. Based on visual and dimensional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.